Event description:
The pt was disconnected from the ventilator for suctioning. When the pt was reconnected to the ventilator the nursing staff established that no gas was sent to the pt. Upon evaluation of the ventilator the o-ring of the push rod in the gas supply unit was found to have moved on the rod. As a consequence the gas supply was blocked and no gas was sent to the pt. The apnea and minute volume alarm activated immediately after the gas supply was blocked. Internal #v97150